Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) in 2002. In 2003, the hosp vad coordinator contacted the MFR stating that a pt at home was having smoke coming from the back of the power base unit (pbu). The pt unplugged the pbu and used the back-up power source. The pt then was sent to the hosp and connected to a different pbu and the pt had a yellow wrench alarm that went into a red battery-low voltage alarm. The vad coodinator changed out the pt's controller, power cable, emergency power pack and gave the pt a new back up controller. The pt was not injured during the event. The vad coordinator returned the controller to the MFR for analysis. Pt has had no further problems since system controller changed.